Manufacturer narrative:
This information has not been provided. Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing. No conclusion can be drawn at this time.

Event description:
During a procedure for a retrograde humeral nail, the surgeon was reaming and the reamer head seemed to catch on the reaming rod and a piece broke off the reamer head. All pieces were retrieved and the procedure was completed successfully with no adverse effect to the patient.